Manufacturer narrative:
B3: date of event is estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It was reported that the device is not available for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional guide wire referenced in b5 is being filed under a separate medwatch report number. (B)(4).

Event description:
User facility medwatch report received that states: "when pulling back a guidewire thru the outback elite re-entry catheter the wire was severed on two different occasions with two separate wires (abbott .014 allstar wires). Wire fragments were retrieved. Uncertain if malfunction of device or extensive calcification. What was the original intended procedure? Able and pta/stent left common iliac artery, attempted pta r iliac artery. What problem did the user have: device failed."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. The investigation determined the reported separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during retraction through the outback elite, the guide wire encounters resistance. Manipulation against resistance likely resulted in the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.